Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that after an ion lung biopsy procedure, the patient experienced bleeding and subsequently developed a pneumothorax. The biopsy was completed successfully. Upon undocking the ion system, the physician observed blood in the et tube. Staging was also completed. No device malfunction or deficiency was alleged in association with this event. The following information is unknown: the cause and severity of the pneumothorax, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.